Event description:
It was reported that this patient was scheduled for a full revision surgery due to high impedance. Surgery took place for the patient's full lead and generator revision, and the products were discarded after surgery. No other relevant information has been received to date.

Event description:
It was reported that this patient's generator will be sent back for product analysis. It was stated that the reason for replacement was due to prophylactic replacement and high impedance. There was no information on the lead, and the nurse did not have it available to return. The explanted product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The generator was received and underwent product analysis where diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.